Event description:
We had three capsules misfire - potentially causing patient harm. We had to retrieve the capsule using several types of equipment. 2nd patient - male. Dates of use: sept - 2007. Diagnosis or reason for use: evaluate ph of esophagus. Event abated after use stopped or dose reduced? Yes.